Manufacturer narrative:
No product was returned for investigation. Review of product manufacturing records found no issues that could have contributed to this event. No further information was provided by the reporter. Review of labeling: potential adverse events surgical procedures involving implantation of bone grafts are associated with the following risks: superficial wound infection. Deep wound infection with or without osteomyelitis.

Event description:
On 2 aug 2024, a company representative was made aware of an adverse incident reported by the hospital to the distributor. A patient underwent spinal surgery utilizing isotis's orthoblast ii putty on (B)(6) 2024. On or around (B)(6) 2024, infection was detected. The reporter suspects device responsibility.